Event description:
Immediately following a bilateral breast reduction, it was noted that the patient had developed swelling on the right side, after the dressings were applied. The patient had been extubated but not moved off the operating room table. Pt was re-intubated. The sutures from the right breast were removed. Pt had a blood clot both medially and laterally that was about 250 cc. It was thoroughly irrigated, but no source of bleeding was found. There were a few tiny oozing vessels but nothing major. No significant-sized vessels were bleeding or oozing. After careful irrigation, a thorough check was made for any bleeders -and there were none. The wound was re-closed. The patient was discharged the following morning without further problem.it wasn't until there were two more cases similar to this one that use of the colorado tip was identified, through a root cause analysis, as the possible common cause; the surgeon had only recently begun to use this particular device for this procedure. (Both of the other cases are also being reported to medsun.) The same surgeon was involved in all 3 events. It is unknown if the surgeon was using the device diferent from what is recommended. The device was not returned to the manufacturer, they were unaware of the possible link between the 3 cases for almost 3 months after the last one was done.